Event description:
Pt was discovered to have a thrombosed valve which was treated successfully with thrombolytic therapy. At the time of event, the pt was improperly anticoagulated. Pt was discharged from the hospital doing well.

Manufacturer narrative:
Valve remains in pt and cannot be evaluated.